Event description:
It was reported by the customer that describes multiple huber needles that are bent, making it difficult to engage the safety mechanism. No other information was provided. The customer reported this occurred multiple times however a specific quantity of devices or patients was not provided by the customer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that describes multiple huber needles that are bent, making it difficult to engage the safety mechanism. No other information was provided. The customer reported this occurred multiple times however a specific quantity of devices or patients was not provided by the customer.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that describes multiple huber needles that are bent, making it difficult to engage the safety mechanism. No other information was provided. The customer reported this occurred multiple times however a specific quantity of devices or patients was not provided by the customer.